Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/ pain") and blindness ("complete loss of vision on several occasions") in a 40-year-old female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, low back pain since 1999, spinal fusion surgery since 1999, hyperlipidemia and gastrooesophageal reflux disease. Concomitant products included ibuprofen (motrin), oxycocet (percocet) and oxycodone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping"), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), fatigue ("chronic fatigue"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced ovarian cyst ("right ovary cyst."). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("internal vaginal itching"). On (B)(6) 2015, the patient experienced cervicitis ("cervicitis/endocervicitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dizziness ("dizziness"), rash papular ("rashes; skin redness; skin bumps; itching") and adnexa uteri pain ("tubal area pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, in which her uterus, cervix, and tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, dizziness and dyspareunia had resolved and the blindness, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, menstrual disorder, rash papular, fatigue, headache, nausea, allergy to metals, vision blurred, alopecia, adnexa uteri pain, vaginal haemorrhage, cervicitis, vaginal discharge, vulvovaginal pruritus and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, back pain, blindness, cervicitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pruritus to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, even when not menstruating/ pain') and blindness ('complete loss of vision on several occasions') in a 40-year-old female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain since 1999, spinal fusion surgery since 1999, obesity, hyperlipidemia and gastrooesophageal reflux disease. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo minastrin fe) and ethinylestradiol;norgestimate (mononessa) since (B)(6)2014 for birth control as well as ibuprofen (motrin), oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping"), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), fatigue ("chronic fatigue"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2015, the patient experienced ovarian cyst ("right ovary cyst."). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("internal vaginal itching"). On (B)(6)2015, the patient experienced cervicitis ("cervicitis/endocervicitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dizziness ("dizziness"), rash papular ("rashes; skin redness; skin bumps; itching"), adnexa uteri pain ("tubal area pain") and infection ("infections nos"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, in which her uterus, cervix, and tubes were removed). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, dizziness, dyspareunia, fatigue, vision blurred, alopecia, vaginal discharge and infection had resolved and the blindness, abdominal pain lower, back pain, menorrhagia, menstrual disorder, rash papular, headache, nausea, allergy to metals, adnexa uteri pain, vaginal haemorrhage, cervicitis, vulvovaginal pruritus and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, back pain, blindness, cervicitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pruritus to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: full occlusion of fallopian tubes confirmed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received: newly added events- infections, outcome of the previously reported event- blurred vision, dysmenorrhea, fatigue, hair loss, vaginal discharge, infection nos, concomitant drug was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), rash papular ("rashes; skin redness; skin bumps; itching") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, in which her uterus, cervix, and tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, menstrual disorder, migraine, dizziness, dyspareunia, rash papular and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and rash papular to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/ pain") and blindness ("complete loss of vision on several occasions") in a 40-year-old female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, low back pain since 1999, spinal fusion surgery since 1999, hyperlipidemia and gastrooesophageal reflux disease. Concomitant products included ibuprofen (motrin), oxycocet (percocet) and oxycodone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping"), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), fatigue ("chronic fatigue"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced ovarian cyst ("right ovary cyst."). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("internal vaginal itching"). On (B)(6) 2015, the patient experienced cervicitis ("cervicitis/endocervicitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dizziness ("dizziness"), rash papular ("rashes; skin redness; skin bumps; itching") and adnexa uteri pain ("tubal area pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, in which her uterus, cervix, and tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, dizziness and dyspareunia had resolved and the blindness, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, menstrual disorder, rash papular, fatigue, headache, nausea, allergy to metals, vision blurred, alopecia, adnexa uteri pain, vaginal haemorrhage, cervicitis, vaginal discharge, vulvovaginal pruritus and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, back pain, blindness, cervicitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pruritus to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, cervicitis, vaginal discharge, vaginal itching, ovarian cyst. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/ pain") and blindness ("complete loss of vision on several occasions") in a 40-year-old female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, low back pain since 1999 and spinal fusion surgery since 1999. Concomitant products included ibuprofen (motrin), oxycocet (percocet) and oxycodone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping"), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), fatigue ("chronic fatigue"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dizziness ("dizziness"), rash papular ("rashes; skin redness; skin bumps; itching"), blindness (seriousness criterion medically significant) and adnexa uteri pain ("tubal area pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, in which her uterus, cervix, and tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, dizziness and dyspareunia had resolved and the dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, menstrual disorder, rash papular, fatigue and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, blindness, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash papular and vision blurred to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on 18-may-2015: full occlusion of fallopian tubes confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added.events headache, nausea, allergy to metals, vision blurred, blindness. Alopecia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.